Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6) ) found the connector pin at the end of the cable was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis of the desktop charger (B)(6) found the connector pin was bent at the end of the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. Patient described seeing the charge recharger screen. Patient reports about a month ago, the insr would charge for about 10-15 minutes and then kick out. Caller did not see any damage to the dtc. Troubleshooting found when recharger was plugged in patient was not getting all coupling boxes. Patient states usually being able to get coupling boxes until friday," and then I could not get nothing" patient mentioned when repositioning the antenna and trying to help the phone it was hard due to tremors. Patient states recharger icon is empty. Caller states ins is about 50% charged. An email was sent to repair to replace the desktop charger. Pss recommending keeping recharger plugged into wall .patient mentioned having recharger replaced about a year ago. Additional information received from the consumer reported they received the replacement desktop charger which worked well for about two charges, but then the recharger started showing the ¿charge your recharger¿ information screen as well as the ¿charge your recharger¿ warning screen even though the desktop charger was securely connected to the recharger. Due to this the consumer couldn¿t charge the implant this morning because the recharger wouldn¿t¿ advance beyond the ¿charge your recharger¿ screen when they pressed the green button on the recharger (the consumer thought the implant was 50% charged). The consumer mentioned they turn their implant off every night to save the battery, but may consider turning it off for the time being to save battery and only turn it on when they eat. A request was made for a wireless recharger.